Event description:
It was reported that meropenem (1000mg/ml) was programmed to infuse at 33.3 ml/hr for the duration of 3 hours. However, the infusion was complete in 13 minutes. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Facility

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that meropenem (1000mg/ml) was programmed to infuse at 33.3 ml/hr for the duration of 3 hours. However, the infusion was complete in 13 minutes. There was patient involvement but no harm.

Event description:
It was reported that meropenem (1000mg/ml) was programmed to infuse at (B)(4) for the duration of 3 hours. However, the infusion was complete in 13 minutes. There was patient involvement but no harm.

Manufacturer narrative:
Omit: a25 - no apparent adverse event (3189), g07001 - part/component/sub-assembly term not applicable, c19 - no device problem found, d14 - no problem detected. Correction: initial reporter occupation, other occupation, report source, report source other. Additional information: imdrf annex a, g, c and d codes.